Manufacturer narrative:
The insulin pump received with broken battery tube thread, reservoir tube lip completely broken off, cracked case reservoir tube window corners, cracked reservoir tube window and cracked case near display window corners noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the several cracks on the insulin pump's case. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.